Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the luer leaked at the recirculation line. There were three occurrences of this event. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.

Manufacturer narrative:
Terumo did not receive the actual device and further information is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).